Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Reporter stated "since the new design of the 28g argon catheters, the extension/PICC connection has been leaking repeatedly, even though the extension ring remains screwed on, regardless of the catheter batch number. Impacts: loss of the catheter and time for reinsertion of a new PICC line. Re-sedation and pain/discomfort for the baby. Additional time required for the procedure.